Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of loss of capture, low lead impedance and undersensing were not confirmed in the laboratory. The lead was found to have a short which may have been caused by an overtorqued. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited loss of capture, low impedance and undersensing during implant. The lead was not implanted.